Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the dark blue female connector and the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue piece) and the main body (light blue piece) of a minicap transfer set. The event was further described as ¿the dark blue piece slightly detached from the light blue piece of the transfer set¿. This was observed when the nurse took the set from the package and attached a 10cc normal saline syringe to prime the set. There was no patient involvement. No additional information is available.